Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01700 (submitted to FDA via catsweb). This report decision is being submitted as additional information. Approximate age of device - 2 years. Manufacturer's investigation conclusion:the patient remains ongoing on the device. No damage was identified through the examination of the distal end of the patient's driveline. The heartmate ii left ventricular assist system instruction for use (IFU) and patient handbook explain that all heartmate ii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the heartmate ii left ventricular assist system IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic for a follow-up visit, and had experienced fluid overload. During the appointment, pump stoppages occurred with patient position changes. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages. The x-ray images were unremarkable. The patient lost 29 pounds recently of fluid weight that had accumulated. Additionally, the driveline had a small tear in the driveline about 12 inches from the insertion site which was covered by electrical tape. On (B)(6) 2018, a distal end per-cutaneous lead (driveline) replacement was performed without issue. No additional information was provided.